Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 29aug2017. No further follow-up is planned. Evaluation summary: a female patient reported that when injecting her dose with a humapen savvio device, she experienced hyperglycemia. After that, she tried to eject the insulin, and out of 10 unit dose, she was able to inject only 4 units. Investigation of the returned device (batch 1402v11, manufactured february 2014) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is evidence of improper use and storage. The patient reused needles. This may be relevant to the event of hyperglycemia and the complaint of the device not delivering the full dose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from the initial reporter, concerns a (B)(6) caucasian female patient. Medical history included diabetes mellitus (for about 33 years), she was treated with oral antidiabetics (unspecified), and then she was treated with insulin for more than 30 years, and was on humapen luxura (for about 8 years). Concomitant medications were not provided. The patient received human insulin isophane suspension (humulin n); unknown formulation via a reusable pen humapen savvio (pink); she used the pen since 2016, at 10 international units twice daily subcutaneously for the treatment of diabetes mellitus. Start date was not reported. Approximately since (B)(6) 2017, she had problems with unstable glycaemia, it jumped up and down, maybe influenced by problems with her son (psychologic problems). She went to her diabetologist and it was told her that the situations could have been connected with hot weather and stress might be a cause; no suspicion connected with a pen. At the beginning of (B)(6) 2017, she received a new pen which was working properly for about a month. On (B)(6) 2017, she injected her full dose and after a while, she had a hyperglycaemia of 20.9 (mmol/l) and called emergency as no regular health care services worked due to national holiday (this event was considered to be serious due to medical significance). She was not hospitalized only given infusion with addition of 3 units of unspecific insulin. After that, she tried to eject the insulin from the humapen and out of 10 unit dose, she was able to eject only 4 units, then the pen got jammed (lot number 1402v11/pc (B)(4)), this only happened during this time. It was noted she primed the pen before every insulin injection and exchanged the needle 3 times per week (she injected 2x a day as reported). She always checked whether she injected full dose, if not she finished her dose. Upon the analysis, following the return of the device on 31jul2017, the device was noted to have no defects. In addition, it met functional requirements, had no dosing difficulties during functional testing, and dialed/dosed without issues. Information regarding outcome of the events, corrective treatment and action taken with insulin was not provided. The patient was the operator of the humapen savvio and she was trained. The humapen savvio model duration of use was one year. The reported humapen savvio duration of use was approximately of one month. The reported humapen savvio, which was manufactured in feb2014, was returned to the manufacturer on 31jul2017. The reporting consumer did not provide a relatedness assessment between the events and human insulin or humapen savvio. Edit 26-jul-2017: upon review of initial information received on 18-jul-2017, narrative was amended to reflect the same suspect device than was coded in argus system. Added hyperglycaemia units due to affiliate clarification. Update 31-jul-2017: additional information received on 26-jul-2017 from the initial reporter. Added suspect drug, non-serious event of blood glucose abnormal. Added onset date of the serious event of hyperglycemia. Medical history of oral antidiabetics (unspecified) and was on humapen luxura (for 8 years) were added. Pc was received and processed accordingly. Narrative was updated. Edit 02aug2017. Case was opened to enter the medwatch fields and to update the european and (B)(6)(EU/(B)(6)) device fields for device reporting. Edit 09-aug-2017: upon review of the information received on 26-jul-2017, it was removed the event of underdose as it was reported that she always finished her dose; narrative was amended in order to reflect this. The age of the patient, medical history of insulin therapy for more than 30 years and indication for use were added into the case. No other changes were performed. Update 29aug2017: additional information received on 28aug2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the (B)(4) associated with the humapen savvio (pink) device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from the initial reporter, concerns a (B)(6) female patient of unknown age. Medical history included diabetes mellitus (for about 33 years), also she was treated with oral antidiabetics (unspecified) and was on humapen luxura (for about 8 years). Concomitant medications were not provided. The patient received human insulin isophane suspension (humulin n); unknown formulation via a reusable pen humapen savvio (pink); she used the pen since 2016, at 10 international units twice daily subcutaneously. Indication for use and start date were not reported. Approximately since (B)(6) 2017, she had problems with unstable glycaemia, it jumped up and down, maybe influenced by problems with her son (psychologic problems), she went to her diabetologist and it was told her that the situations could have been connected with hot weather and also stress. She received a new pen at the beginning of (B)(6) 2017; it was working properly for about a month. On (B)(6) 2017, she had a hyperglycaemia of 20.9 (mmol/l) and called emergency as no regular health care services worked due to national holiday (this event was considered to be serious due to medical significance). She was not hospitalized only given infusion with addition of 3 units of unspecific insulin. After that, she tried to eject the insulin from the humapen and out of 10 unit dose, she was able to eject only 4 units, then the pen got jammed (lot number 1402v11/(B)(4)). She primed the pen before every insulin injection and exchanged the needle 3 times per week (she injected 2x a day as reported). Information regarding outcome of the events, corrective treatment and action taken with insulin was not provided. The patient was the operator of the humapen savvio and she was trained. The humapen savvio model duration of use was one year. The reported humapen savvio duration of use was approximately of one month. The reported humapen savvio had been requested for further investigation. The reporting consumer did not provide a relatedness assessment between the events and human insulin or humapen savvio. Edit 26-jul-2017: upon review of initial information received on 18-jul-2017, narrative was amended to reflect the same suspect device than was coded in argus system. Added hyperglycaemia units due to affiliate clarification. Update 31-jul-2017: additional information received on 26-jul-2017 from the initial reporter. Added suspect drug, non-serious event of blood glucose abnormal. Added onset date of the serious event of hyperglycemia. Medical history of oral antidiabetics (unspecified) and was on humapen luxura (for 8 years) were added. Pc was received and processed accordingly. Narrative was updated. Edit 02aug2017. Case was opened to enter the medwatch fields and to update the european and canadian (EU/ca) device fields for device reporting. Edit 09-aug-2017: upon review of the information received on 26-jul-2017, it was removed the event of underdose as it was reported that she always finished her dose; narrative was amended in order to reflect this. The age of the patient, medical history of insulin therapy for more than 30 years and indication for use were added into the case. No other changes were performed.